Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, cannot see properly after cataract surgery and have more astigmatism than when started. Additional information was received and stated, patient had laser surgery and that was the last visit with his surgeon. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnatt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.